Event description:
It was reported that the device did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 89% of expected was less than the predicted value based on the available programmed parameters. Longevity calcualtion equals 89%. Battery depletion curve equals 97%. Projected longevity at recommended replacement time (rrt) equals 92%. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765, implantable tachy lead, 2002 (B)(6); 5076-45, implantable pacing lead, 2002 (B)(6); 419378, implantable pacing lead, 2002 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.